Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was repositioned due to inadequate slack and high ventricular pacing thresholds. The atrial lead was repositioned without detaching the helix due to inadequate slack. The leads are still in use. No patient complications were reported as a result of this event.